Event description:
Information received by medtronic indicated that the customer received open book image when at the swimming pool. No harm requiring medical intervention was reported. Customer will discontinue use of the device. The product will be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring: black. On august 27, 2022. The customer alleged, was for moisture damage and open book image. Insulin pump received, with flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self-test, due to flashing medtronic logo. Unable to download history files and traces using thump, due to flashing medtronic logo. Insulin pump was cut open to perform visual inspection. And found moisture damage on the electrical board harness vibrator assembly, force sensor, and motor. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: scratched case and pillowing keypad overlay. Flashing medtronic logo was confirmed, during analysis, due to moisture damage on the electronic assemblies. Insulin pump failed to download history files and traces, due to medtronic logo flashing screen. Critical pump error (open book image) was unknown, due flashing medtronic logo. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.